Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on an unknown date and the absorbable straps were used. It was reported that the hospital had some issues with the device during surgery with biological 0.8 mm mesh. It was reported that the device didn't always puncture the mesh. It was reported that about 50 percent of the tack went through mesh and into abdominal wall, the other 50 percent did not go through the mesh. A like device was used to complete the procedure. There were no adverse patient consequences reported.